Manufacturer narrative:
Product analysis summary: balloon was returned partially inflated with traces of residue present inside. The balloon bond was stretched. Upon pressurisation of the device, the device failed to inflate or deflate. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a sprinter legend rx ptca balloon catheter to treat a mildly tortuous and mildly calcified lesion, located at the proximal right coronary artery, exhibiting 75-94% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. No difficulties when removing the protective sheath from the device. There was no difficulty when removing the packaging stylette. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No difficulties noted during inflation of the device. It was reported that following the first inflation, the balloon failed to deflate at the lesion site. The device was not moved or re-positioned prior to the deflation difficulties. The balloon failed to deflate. A 50/50 concentration of contrast/saline was used by the physician. It was noted that the physician removed all equipment and re wired. Intervention was not used to remove the device from the patient. Patient is alive with no injury.